Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient allegedly waking up with the heart pounding/feeling of asphyxiation, and head is numb. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211. 3 errors were logged.error was not repeated during the investigation. For the primary purposes of this investigation, this error will be considered irrelevant. Pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Flip lid assembly, bottom assembly, water tank, heater plate, lifting tray, dry box seal, flip lid seal, flip lid, dry box, and bottom cover. Degraded foam was observed in the blower box, inside and outside of the blower, and rear panel. A hairlike substance was observed inside the bottom enclosure, inside the rear panel, inside the water tank, inside bottom assembly, inside rear panel. Corrosion was observed on the bottom cover screws. Missing feet on bottom assembly and missing heater plate o-ring. Liquid ingress was observed on the blower, blower box. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. A pressure test was performed to confirm that the airflow and pressure were correct. Pil is unable to directly address the symptoms outlined in the complaint. Pil did observe dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed evidence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The issue of degraded sound abatement foam is addressed by CAPA 7211.